Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2017-00201. It was reported by the patient on maude event report mw5070762 the physician performed a novasure endometrial ablation on (B)(6) 2017 and the physician experienced extreme difficultly seating the electrode array using two disposable devices. After 30 minutes the second device worked and the procedure was completed. The patient returned to the recovery room. The patient was told she could leave and when she stood up she started to hemorrhage. The physician cauterized some spots to stop the bleeding. It is unknown when the patient was discharged.